Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced. Visual evaluation of the returned sample noted one opened (without original packaging) used silicone foley was received. Visual inspection of the sample noted one three way foley temperature sensing catheter with cut portion of inlet tubing inflated balloon with 10 ml of methylene blue solution (3 drops 1 percent aqueous methylene blue per 100 ml distilled water) allowed to rest for 30 mins with no leakage on the return sample. The balloon deflated in 45.62 seconds. The balloon dissected to find the inflation notch perforated correctly with no issues. The reported failure was considered within the specifications. The product was not used for patient treatment. The product did not caused the reported failure. A potential root cause for this failure mode was unable to determine due to the reported event was unconfirmed. The device history record review was not required due to the reported issue was unconfirmed. The labeling review was not required due to the reported event was unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter was difficult to deflate and 10 ml of water was aspirated by syringe manually during the pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was difficult to deflate and 10 ml of water was aspirated by syringe manually during the pretest.